Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received.

Manufacturer narrative:
DHR review did not show any abnormalities. No remarks during production and no quality remarks. Custom pak's are sterilized through eto. Both sterilization cycles were reviewed and released according to validated parameters. No complaint sample was received for further investigation. Attached to the file there is a picture showing the contract and batch number for the related complaints. A complaint history check was performed and there are multiple complaints for endophthalmitis in a period of one year. Five of these complaints are for this contract and lot. DHR and sterilization batch review did not show any abnormalities. No sample is available. No exact root cause could be identified custom pak's are manufactured in a controlled environment. Dress code and hygienic procedures are in place in order to prevent the risk of contamination. These procedures are checked on a regular basis by quality assurance through in process checks. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No root cause could be identified. There is no adverse trend for endophthalmitis. No further actions will be taken at this time. The complaint will be logged for trending. The manufacturer internal reference number is: (B)(4).